Event description:
It was reported that the patient had an infection and vegetation was noted on the right ventricular (rv) lead. It was further reported that there was a rise in lead impedance possibly due to a rv lead fracture. The implantable cardioverter defibrillator (ICD) device and leads were removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 694965 implantable tachy lead 2005 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.